Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a consumer. This case involves an male pt of unk age who had pain at one month post treatment with synvisc one injection. The pt's medical history, past drugs, concomitant medications or concurrent conditions were not reported. On an unk date in 2013 (over a year ago), the pt received treatment with synvisc one injection (dose, frequency, batch/lot number, expiry date and indication was not reported) in an unspecified knee. On an unk date in 2013, one month post injection the pt experienced pain until he received cortisone shot and since that time, "it has worked really well" and the pt was considering another injection. Action taken: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention (cortisone received).